Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited loss of capture (loc). The ra lead was found to be dislodged. The device remains in service while the ra lead was repositioned. No additional adverse patient effects were reported.